Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was used on a sling placement procedure on (B)(6), 2013. According to the complainant, during the procedure, when the physician cut the blue centering tab, he noticed that the mesh was also cut in half like it was attached to the sleeve. There were no patient complications reported as a result of this event.

Manufacturer narrative:
At this time, we are unable to determine the relationship between the device and the cause of the event.

Manufacturer narrative:
A visual examination of the returned device revealed that approximately 30 cm of mesh was returned which is roughly half of the mesh. The piece of mesh that was returned was stretched. One end of the mesh was in near factory condition. The other end of the mesh was torn. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was used on a sling placement procedure on (B)(6) 2013. According to the complainant, during the procedure, when the physician cut the blue centering tab, he noticed that the mesh was also cut in half like it was attached to the sleeve. There were no patient complications reported as a result of this event.